Event description:
It was reported that this inflatable penile prosthesis (ipp) presented non-inflating cylinders. The reservoir migrated into the septum and appeared to have kinked the tubing. A surgical procedure was performed in which the reservoir was explanted. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for rte snapcone is (B)(4). Concomitant product UDI for accessory kit is (B)(4).